Manufacturer narrative:
(B)(4) = s.a.m. Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3 days. On 11/02/2010 (through follow-up), additional information was received from the health-care provider. It was learned that the repair was intact. According to the operative report, "the transesophageal echo at the time of induction of this case was most notable for a lot of systolic anterior motion of the mitral valve with this being the main reason for the mitral regurgitation." The device was therefore removed and replaced with another ring of a larger size (34mm).